Event description:
Same case as MFR#: (B)(4). It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. While performing a diagnostic hearth catheterization procedure with a 6f expo diagnostic guide catheter, dissection of the right coronary artery was noted. Thrombectomy was performed to treat the dissection using a non-bsc catheter. Post-thrombectomy images confirmed the area of dissection extended from the proximal to the distal segment of the right coronary artery, almost to the posterolateral descending artery.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).